Event description:
Issue was detected in the ICU while in use on a pt. A nurse loaded the pump with too much slack from the first y-site to the slide clamp, thereby loading the tubing backwards. The tubing was connected to a central line and enough blood backed into the secondary bag to cause an alarm due to the amount of pressure detected upstream. There was no pt harm.

Manufacturer narrative:
The spectrum user's manual states on page 6 under key operating points: follow all prompts. Load sets properly. To open the pump door, insert the gravity IV set's slide clamp fully into the keyhole. Load tubing tautly, from top to bottom in loading points 1, 2, 3, and 4, following the red/green prompts. Push the door closed in the two door hook areas. Open the slide clamp by pulling it straight up, while holding the tubing around it down. ...and again on page 18 under set loading: open the pump door by inserting the slide clamp into the keyhole (loading point #1) and pressing down until the door opens. Load IV set tubing into the tubing channel. Loading must be from the top to bottom of the tubing channel and the tubing should be taught. Load the tubing into loading point #2 and then loading points #3 and #4. Note: direction of flow label from IV container to pt behind pump door. As with all infusions, the clinician should check the flow in the drip channel of the IV set to insure proper flow which would indicate a proper tube load. This method, as well as proper loading, is presented during clinician training as user facilities. Sigma continues to create add'l instructional material to use as visual reference for tubing loading.